Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:43:51. During night drain cycle three, the patient's ultrafiltration reading was 190ml, indicating the home patient drained 190ml more than their maximum programmed fill volume of 260ml. No additional information was available.